Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident but was 220 mg/dl during last check. It was reported that the up, down, right, left, and menu buttons were unresponsive. The up and down arrows did not allow for screen navigation. It was reported that the insulin pump was exposed to moisture when the customer baths. There was no indication of the issue being resolved during the call. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm unresponsive buttons due to blank display. Unit also received with scratched display window cover, cracked keypad at select button, keypad overlay texture damage, severely scratched lcd window, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and scratched case. Reservoir unable to lock in place due to missing retainer.